Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the contact that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was high. The customer met with her clinical diabetes educator to troubleshoot the cause of the occlusion which resulted in the type of infusion set used was changed.